Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and insulin delivery was resumed. Customer did not recall blood glucose level. Customer declined to "look into this issue further".